Event description:
Trocar leaking co2 at the insertion site, balloon not working properly.

Event description:
Trocar leaking co2 at the insertion site, balloon not working properly.

Event description:
Trocar leaking co2 at the insertion site, balloon not working properly.

Event description:
Trocar leaking co2 at the insertion site, balloon not working properly.